Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced hiatal hernia repair in 2008 and in 2011, recurrent uti's and a cystourethroscopy was performed that found a detrusor sphincter dyssynergia and cystocele, surgery in (B)(6) of 2011 and has a foley catheter left in place for three days postoperatively. As of (B)(6) 2013, patient has ongoing urinary complaints and inability to empty bladder completely, diagnosed with a small grade ii support defect in the anterior compartment, had a 15x15mm area of mesh exposure proximal to the external urethral meatus, taught self-catheterizations, prescribed topical vaginal estrogens, started pelvic floor therapy and later underwent another mesh explantation procedure in (B)(6) 2013.